Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6), (B)(4)-115-(B)(6).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. Data has been received but not yet evaluated. A follow up report will be submitted upon completion labeling indicates: the dexcom mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event for loss of connection was confirmed. The root cause was the transmitter and app were unable to establish a connection.